Event description:
The names of medications listed on the e-mar, active medication list, and med profile list do not accurately distinguish between the various preparations of the medication. For example, it lists "quinidine", but not whether it is the sulfate or gluconate form. Internal disparities were present between the names of the medication allergy listed on the "all reactions" display when compared to the allergy listing display. One listed quinaglute whereas the other listed quinidine. This confusion increases the risk to the pt.